Event description:
Registered nurse noticed patient's bed was wet and the artic sun machine was low on water. Rn removed defective pads and placed with new pads. No issues with replacement pads. Manufacturer response for temperature management system, artic sun temperature management system (per site reporter). Equipment failure reported to 'productcomplaints' <productcomplaints@bd.com> on [redacted]. Defective pads are available for return to manufacturer with mailing label provided by manufacturer. Product complaints notified again on [redacted] to facilitate return of equipment.